Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient was in good condition.